Event description:
It was reported that a patient, female, underwent a paroxysmal atrial fibrillation procedure with a thermocool® sf nav bi-directional catheter and suffered a cardiac tamponade which required a pericardiocentesis. It was noted that this patient had a medical history of coronary artery disease and htm. The patient complained about a chest pain and echo confirmed pericardial effusion; 60 cc of fluid were removed. The patient did required hospitalization. The patient fully recovered with no residual effects. The physician¿s opinion regarding the cause of this adverse event is that this is procedure related, while manipulating the catheter during mapping phase.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. As the lot # 16106435l was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant bwi products: product: stockert 70 rf generator, us catalog # s7001, serial # (B)(4). Product: coolflow® irrigation pump, us catalog # cfp002, serial # (B)(4) product: carto® 3 system, us catalog # fg540000, serial # (B)(4). Product: soundstar® 3d diagnostic ultrasound catheter, us catalog # sndstr10, lot # s1404791. Product: preface® guiding sheath with multipurpose-short curve, us catalog # 301803ms, lot # 15993687. (B)(4).